Manufacturer narrative:
This report is submitted on january 12, 2023.

Event description:
Per the clinic, the patient experienced an infection at the implant site resulting in exposure of receiver/stimulator (date not reported). The patient was treated with oral, topical and IV antibiotics (specific date and duration not reported); however, the issue could not be resolved. The device was explanted on (B)(6) 2022. There are no plans to reimplant the patient with a new device as of the date of this report.

Manufacturer narrative:
Device analysis report attached. This report is submitted on may 10, 2023.